Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had received rejected battery and random no delivery alarms. The customer¿s blood glucose level was unknown. Customer stated that they received an error code and changing batteries every 2 weeks. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.